Event description:
The following was reported by the user facility: during treatment an alarm went off indicating there was a blood leak, the blood was visually observed. Thirty minutes later, the same thing happened on a second dialyzer. Patient was taken off the machine and the dialyzer was replaced both times. Estimated blood loss: <100cc's. There was no patient injury as such as MDR is being filed to document the malfunction.

Manufacturer narrative:
Based on the sample evaluation, the complaint is confirmed. The returned sample was visually inspected. A polyurethane delamination was identified on the non-cavity ID end of the dialyzer. We will continue to monitor and trend this failure. See MDR 1713747-2013-00108.